Manufacturer narrative:
At this time, no further information on this case is expected. If new details are received a follow-up report will be submitted.

Event description:
Boston scientific received information that approximately one week post implant, this lead migrated and ultimately was confirmed dislodged. While no adverse patient effects were reported, surgical intervention was performed and the product explanted and replaced. The lead was not returned for a post market assessment and new information reported the patient had since passed away. The subsequent details stated the patient expired approximately two weeks post new lead implant, reportedly due to respiratory insufficiency caused from a pulmonary embolism. No allegations that any boston scientific product function caused or contributed to the patients death. The medical facility confirmed the patient had hypertension, with sick-sinus-syndrome and several symptoms of progressive heart failure. The patient refused further hospitalization and passed away in the home. None of the implanted products were explanted post mortem for laboratory analysis.